Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. At this time, the rv lead was explanted and replaced with a competitor's system. No damage was observed on the lead. No additional adverse patient effects were reported.